Event description:
The following has been reported: biomed reported: serial number: (B)(6). Air in line alert reported by customer. Incident occurred (B)(6) 2025. No patient harm/infusion stoppage reported. A preliminary review identified the following issue: sensor hardware failure (downstream air sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for bubble detector issues. During initial testing the pump would display erroneous air in line warnings. The pump was reverted and also failed admin set testing for bubble detector issues. No additional damage was identified.